Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of the se 2240 was due to air being sucked into the disposable caused by the patient not connected when therapy initiated. The home patient stated that she pressed go, and then connected herself. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted (B)(4) service center to report a system error (se) 2240 alarm (indicating air in the set) on the homechoice(hc)device during initial drain. The technical service representative (tsr) explained the alarm and had the home patient (hp) cycle the power to clear the alarm. The hp stated that she pressed go and then connected herself. The tsr explained that the hp would need to start over with new supplies and advised the hp to call the nurse in the next 24 hours and let her know what happened. Proper procedures per the user manual were reviewed with the caller. No patient injury or medical intervention was reported.